Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Received device was visually inspected and no defect were found which might be leading to reported condition. Overall surface wear was present due to removal process. DHR was not required as there was no indication that the product contributed to the reported event. No defects were found during investigation which would contribute to the event. During the investigation, no product design and manufacturing issues or discrepancies were observed that may have contributed to the event. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: hwc. Implant date: date of implantation is an unknown date in (B)(6) 2017. Device evaluated by MFR: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2018, the patient underwent a removal procedure due to pseudoarthrosis. Patient was initially implanted with a titanium (ti) cannulated trochanteric fixation nail (tfn), femoral neck screw, and locking bolt to treat a trochanteric breakage in (B)(6) 2017. A surgical delay of unknown duration occurred. Patient status is unknown. This report is for a ti tfn screw. This is report 2 of 3 for (B)(4).